Event description:
It was reported that the device had a power on reset due to flip-bit in parameter memory caused by radiation therapy. The device settings were restored and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a power on reset. The power on reset parameters from s2d file (B)(4) were partial reset counter equal to 1, firmware reason code hex equals 7008, write data reason code hex equals 60, reset write data reason equals dclk edges, clkstop status, reset firmware reason code equals incorrect programmable parameters checksum detected, on (B)(6) 2011.